Event description:
It was reported the patient alert tones sound at various times throughout the day. It was further determined the alert was activated from the magnetic effects of a magnet bracelet. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for: (B)(4) - performance data was collected from the device and revealed that no anomalies were found.